Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was in multiple automobile accidents and since the accidents, the patient reported his scs stimulation has had frequent and persistent episodes of drastic fluctuations in stimulation intensity. The patient stated the stimulation intensity seems to be unrelated to body posture. Reprogramming was unable to resolve the issue. A system diagnostics and imaging did not show any anomalies. Surgical intervention may be taken to address the issue.

Event description:
Follow-up identified the patient had his scs ipg replaced. The patient&#38112;system has been turned on and stimulation therapy was resumed.